Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The archives loaded successfully and there was 1 imaging system image present with 192 slices each with spacing thickness of 0.83 mm. There was 1 application session logs present for the issue date which captured the site used the imaging system auto registration and the site took 2 imaging system spins successfully and proceeded to the navigation task. However, the provided logs did not capture any abnormalities that could confirm the cause of the reported inaccuracy issue. The analyst suspected the movement of anatomy relative to frame during the procedure might have caused the reported inaccuracy. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes b01, c19, and d15 are applicable to the software analy sis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during intraoperation of a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during two spine cases. It was noted that the surgeon felt some screws were placed inaccurately during both cases. There was no impact on patient outcome. It is unknown whether there was a surgical delay. Additional information was received. It was reported that there was no delay to the procedure. It was also noted that the surgeon said one side of the spine "looked off."

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.